Event description:
It was reported that the markers would not deploy into the biopsy site and the customer reported replacing a vacuum tubing set sue to inability to connect into the control module. The doctor was able to complete biopsy without any type of pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Tube sheared off. Evaluation summery: the analysis results found that the mam3008 device (a), was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been inititated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine is further investigation is warranted. A batch record review record review was performed and no anomalies were found during the manufacturing process. The analysis result found that the mam3008 device (b), was received with the introducer tube detached and the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action was has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record was performed and no anomalies were found during the manufacturing process. Batch # f9gu3a. Expiration date: 05/2014. Mfg date: 06/2009. Tube sheared off.